Event description:
On 03/10: customer reports via fax; (B) (6) female having a CT of abdomen and pelvis with contrast. Injector was loaded with optiray 320, injection protocol of 2.5ml/sec for 75ml volume. Left arm IV access with 22ga access device. Tech flushed and tested for patency. Discovered after scanning that an undetermined amount of contrast approx 20cc was injected into l arm with approx 80cc of saline. A scout was taken to determine amount of contrast. Treatment of infiltration was not disclosed by customer. Facility indicates unk pt outcome because they do not track the pt outside the dept. No other info made available by the facility staff.

Manufacturer narrative:
The reason for return was confirmed. The reported oversensing was caused by insulation abrasion at 16.3 cm from connector pin and abrasion on one of the sensing cables at the same location. Analysis determined that the damage was a result of friction with the ICD can.